Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of heparin was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Occluder spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The facility provided an event date of 21 november 2024 and an event time of 2240 (10:40 pm). The pcu event logs analysis identified that on 21 november 2024 at 6:29:47 am, a remote intravenous (IV) infusion message was received, for drug ID:(B)(4) (heparin), a rate of 7.5 ml/hr and a volume to be infused (vtbi) of 250 ml. The primary volume infused (pvi) was recorded at 473.572 ml, which was an accumulated total from prior performed infusions. Between 11:21:36 pm and 11:28:36 pm, the pump module alarmed for air in line and the system was powered off. At 11:30:26 pm, the system was powered on, and the pump module was selected two (2) times and then the infusion was restored. The total primary volume infused was calculated to be 36.45ml. This value was derived by subtracting the pvi value at the start of the infusion (473.572ml) from the total value recorded at the stopping of the infusion (510.022ml). It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. External and internal inspection of the suspect pump module found incidental findings with no relation to the reported complaint. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over infusion of heparin was not identified. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a0401, c16, d0301, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported the patient had arrived to the patient floor from the emergency department at 2240. It was noted the heparin infusion that was ordered to infuse at 7.5ml/hr was "almost empty". The infusion was initiated at 1829 and "should had had plenty of medication left". Following the event, the patients aptt was as follows: 95.7 seconds at 2356, over 200 seconds at 0703, there was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the patient arrived to the patient floor from the emergency department at 2240. It was noted the heparin infusion that was ordered to infuse at 7.5ml/hr was "almost empty". The infusion was initiated at 1829 and "should have had plenty of medication left". Following the event, the patients aptt was as follows: 95.7 seconds at 2356; over 200 seconds at 0703. There was patient involvement however no patient harm.